Event description:
Bruises on injection site [injection site bruising]. Case description: non-serious. This case, MFR control number 238903, is a report from a company sponsored support program. Referring to a female pt. The pt provided this report in response to a call from the program vendor. No past medical history was reported. Concurrent conditions present at the time of the event included hypothalamo-pituitary disorders. No allergies were reported. Concomitant medications included carbamazepine. On the event date, the pt rec'd nutropin aq, (0.1 mg, qd, sc) for the indication of adult growth hormone deficiency. The lot number for nutropin aq was unk. The lot number for nutropin aq pen was not reported. The first puncture date of the lot number was not reported. The pt's prior history of exposure with the lot number was not reported. This was the only administration of nutropin aq, prior to the onset of the event. On a date not reported, the pt rec'd topamax, (50 mg, qd, po) for an unk indication. The date of last administration for topamax, prior to the onset of the event was not reported. Prior to event date, the pt developed bruises on injection site (injection site bruising). The bruising occurred on the pt's thighs. The pt stated, that she had "to push the black dose knob down so hard to make it work, then she gets a bruise". Furthermore, the pt believed "the pen was not working right and that it was causing the bruising. No relevant laboratory tests or treatments for the event were reported. No action was taken with nutropin aq. It was not reported if the pt continued or discontinued treatment with the lot number. It was not reported whether the pt switched to a different lot number. At the time of this report, the outcome of the event had not been provided. Reports from pt support programs are regarded as solicited in nature and an implied causality cannot be inferred. No other etiologic info was reported. This report was forwarded to genentech product quality and assigned pcs# 5154. Add'l info has been requested. Pharmacovigilance: the event of injection site bruising is non-serious and is unlisted according to the somatropin us package insert. The pt indicated that she needed to apply excessive pressure to the device. It is unk if the event, is related to a problem with the device or if there was a problem with the pt's technique.